Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no visible damage found to the keypad. The down, ok and up buttons were found to be intermittently responsive. The contrast button was found to be responsive to button presses. The keypad cover was removed and contamination was found under the button key contacts. Unrelated to the complaint, the text on the display screen was found to be dim and discolored. Also unrelated to the complaint, the battery compartment was found to be cracked along the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The down arrow keypad button reportedly was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.